Manufacturer narrative:
The reported events were device dislodged or dislocated and inadequate capture. Upon receipt, a complete lead was returned intact for analysis. The reported event of inadequate capture was not confirmed. Electrical testing revealed no evidence of conductor fractures or internal shorts. Visual and x-ray examinations showed no anomalies.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. It was noted that the lv lead had dislodged. The lv lead was not used and replaced during the procedure. The patient was stable throughout.